Event description:
Registered nurse with cut to right index finger due to contact with a bed attachment while attempting to apply patient restraints. Subsequently, a unit aide also sustained a cut to knuckle on right hand involving contact with the same bed attachment while attempting to tie restraints.